Manufacturer narrative:
Investigation summary: bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for leakage was observed as blood can be seen in the holder. The cause of the leakage could not be determined from the photos. Additionally, 10 retention samples from bd inventory were evaluated by functional testing, each used to draw 5 tubes, and the issue of leakage was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode leakage. Bd was not able to identify a root cause for the indicated failure mode. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® eclipse¿ signal¿ blood collection needle w/ integrated holder, the device experienced blood splatter/sample leakage. The following information was provided by the initial reporter. The customer stated: during sampling, after second tube blood came into holder.